Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: an operative report for repair of incisional hernia was not provided.] [Missing records: an operative report for repair of incisional hernia with mesh was not provided.] (B)(6) 2001: (B)(6) md. Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: same. Adhesions. Incarceration of small bowel. Operation performed: laparoscopic repair of a recurrent ventral incisional hernia with goretex. Lysis of adhesions. Reduction of incarcerated small bowel. Assistant: (B)(6) md. Anesthesia: general endotracheal. Local. Estimated blood loss: minimal. Indications for procedure: the patient, (B)(6), was a 44 year old female who had prior repairs of an incisional hernia, one with mesh. She had recurrence in her hernia and had subsequently been getting larger with increasing episodes of tenderness in the area and intermittent bloating and nausea as a result. She was now for laparoscopic repair of her hernia. Description of procedure: ¿the patient was brought into the operating room and placed supine on the table. She was identified as (B)(6). After appropriate induction of general anesthesia, the patient was then prepped and draped in the usual sterile fashion. All trocar sites and planned points of stab incisions were infiltrated prior to doing so with local anesthesia. A supraumbilical 10 mm port was placed using the open trocar technique under direct visualization. This placed a port approximately midway between the xiphoid and the umbilicus. Once the 10 mm port was placed, the pneumoperitoneum was established and the laparoscope was inserted. Visual inspection demonstrated adhesions of omentum and small bowel stuck up in the confines of the hernia sac. Two additional 5 mm ports were placed under direct visualization in the right and left lateral aspects of the patient¿s abdomen at the supraumbilical region. This was well away from the noted demarcation of the fascial defect in order to facilitate hernia repair. Using a combination of sharp dissection and autosonics, the adhesions were lysed and the omentum and the small bowel were reduced from the hernia sac. Once the fascial edges were completely freed up, the mesh was then sized for placement. Of note, the patient¿s mesh from the previous hernia repair was located at the inferior edge and otherwise well peritonealized and incorporated along the inferior margin. A piece of goretex dual mesh impregnated with antibiotics was then sized up for placement intra-abdominally. Care was taken to provide overlapping margins 5 cm around the fascial edge of the large defect. After trimming, the size of the mesh used was an elliptical 20 x 28 cm cut to provide the necessary overlap. Tacking sutures of goretex were placed at five different points circumferentially around the mesh. This included two lateral, one superior and two at the inferior to provide stability along cooper¿s ligament on either side of the bladder at the inferior margin as the defect was originally herniated through a pfannenstiel approach. Once the tacking sutures were placed, this was advanced into the abdomen via removal of the 10 mm port under vision. Once in position, it was then drawn up by the two lateral sutures after removing the placement silk ties of the mesh. There were brought out using the endo closed suture grabber. It was brought out through stab incisions but two differential fascial punctures were done under direct vision. The remaining sutures were brought out in a similar fashion and then secured. The spiral tacker was then used to place spiral tacks circumferentially around both the outer circumference of the mesh and again in a second layer around the more inner ring of the edge of the fascial defect to better secure this. Prior to placement of the staples, the pneumoperitoneum was reduced to a pressure of 8 mm of mercury in order to more normally approximate the patient¿s abdominal wall and decrease tension in the hernia sac from the pneumoperitoneum. Final inspection demonstrated a well overlapped placement of the ptfe. This was secure as demonstrated by direct pressure on the repair. The pneumoperitoneum was released and the trocars withdrawn. The 10 mm fascial defect was closed with a figure-of-eight 0 vicryl suture. The skin incisions and stab incisions where necessary were closed with interrupted 4-0 biosyn sutures in a subcuticular fashion. The remaining defects in all the skin incisions were closed with steri-strips. They were all dressed with dressings as placed. An abdominal binder was additionally placed. At the conclusion of the case, all needle and sponge counts were correct x 2. I was present for the entirety of the case. The patient was extubated and sent to the recovery room in stable condition.¿ (B)(6) 2001: (B)(6) memorial hospital. Admission form. Implant sticker. Dualmesh corduroy antimicrobial. Item number: 1dlmcp07. Lot number: 00802749. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/00802749) was implanted during the procedure. (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: repair of incisional hernia, removal of previously placed gore-tex mesh along with suture and protacker staples, advancement of myocutaneous flaps and insertion of composix mesh. Assistant: (B)(6), do. Anesthesia: general. Blood loss: minimal. Drains: none. Complications: none. Surgical procedure: ¿the patient was brought to the operating suite, placed in the supine position, and prepped and draped in the usual sterile fashion. A lower midline incision was made over a previously repaired hernia. Dissection was taken down through the skin and subcutaneous tissues. Upon approaching the mesh, there was a large defect noted. The superior aspect of the mesh had been disrupted. There was no way to repair this, so the previous mesh, along with all staples and sutures, were removed. This was tedious and took approximately an hour of operative time. Any intra-abdominal adhesions to the mesh were lysed. Myocutaneous flaps were developed in order to better approximate the rectus muscle. Composix mesh was then used. It was placed within the abdominal cavity. A protacker was used just to stabilize the mesh, and then it was sewn in place using interrupted 0 vicryl suture. The wound was closed with 2-0 vicryl and staples. The patient tolerated the procedure and was sent to recovery in satisfactory and stable condition.¿ (B)(6) 2006: (B)(6) center. Operative record. Implant sticker. Bard composix e/x mesh. (B)(6) 2006: (B)(6)center. (B)(6). Pathology report. Accession number: (B)(4) final diagnosis: mesh. Adherent connective tissue with a foreign body giant cell reaction to mesh. Specimen: hernia sac, mesh. Clinical information: recurrent incisional hernia. Gross description: received in formalin in one container labeled ¿mesh¿ is a large segment of grey-tan, rubbery, firm, old mesh measuring 21 x 14 x 0.3 cm in thickness with attached multiple sutures and attached yellow-tan, soft, rubbery tissue. Representative sections submitted in one cassette labeled a1. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 00802749. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2001 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: superior aspect of the mesh was disrupted requiring a removal and additional surgery. Additional event specific information was not provided.